Event description:
The customer reported the "power and alarm silence buttons are flashing and the screen is dark." No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: the returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.